Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. Although multiple attempts were made to obtain additional information, customer did not reply. No additional patient or event information was available.